Event description:
The customer reported an undetermined amount of blood leaked from the bsv (blood sampling valve) of the coulter hmx hematology analyzer with autoloader while running samples. The customer indicated that blood leaked onto the counter and the instrument did not generate any error messages during the event. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the center section of the bsv (blood sampling valve) was cracked causing a small amount of liquid to leak out of the top area of the bsv where the crack was. The fse proceeded to replace the bsv and the bsv actuator to resolve the leak and verified repairs per established procedures. Failure mode of the leak is attributed to a cracked bsv. (B)(4).